Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the brown electrode. Patient states the area is open with blood and drainage there was no alleged device malfunction contributing to the irritation. Patient reported that a physician applied neosporin patches on the area. Follow up indicated the skin irritation is improving.